Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pt expired in 2008, implant duration of 1 day. The reason for the pt's demise is unk, as no other details were provided.